Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2019-05441. Device investigation is completed.

Event description:
It was reported to philips that the device has a "failure". There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's has a "failure". There was no patient involvement.